Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's wife reported on (B)(6) 2014 her husband's blood glucose, carbohydrate intake and insulin history is as follows: he decided to go to the (B)(6) hospital and upon arrival his bg was reading 600 mg/dl and he was diagnosed with diabetic ketoacidosis. At 12:56 pm pod deactivated and they noticed there was no insulin in the pod and she stated that there was no alert on reminder given by the pod. They placed him on an insulin drip and he was kept overnight. He was released from the hospital the next day.